Event description:
It was reported that the pt experienced three shocks at one time. This has happened four times to her. The pt went to turn her device off and it showed the internal device was low. She was at home. Further info is being requested from the hcp.